Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to software related issue. The issue has been resolved with v6.0.1600.0. Also, technical support representative added a flow criterion for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore. They upgraded the unit to software version 6.0.1300.0 and run quick verification all tested ok according to factory specs.

Event description:
The customer confirmed that the patient was placed on a drager ventilator but no harm reported.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No exact root cause could be determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a bellavista 1000 was giving occlusion alarms while on a patient who had bronchoscopy and reintubation. There was no information for patient harm but the patient was placed on a drager ventilator.